Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided pictures shows that there was a leak at the level of the gluing of the blood pump segment in the support plate. The reported condition was verified. Interventions have been put in place, however, the affected lot was manufactured before these interventions. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a pediatric patient treatment with a prismaflex m60, an external blood leak occurred from the pump segment. There was no patient injury or medical intervention associated with this event. No additional information was provided.